Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, blood leakage was found at the connection between the needle and the body. No adverse impact was reported regarding the patient or user.